Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms during basal. Blood glucose level at the time of the incident was over 500 mg/dl. The customer reported that the alarms were resolved by performing complete set changes. The customer was advised to call back at the time that the alarm occurs to perform troubleshooting. The insulin pump was not replaced or returned for analysis.